Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the pacemaker was overestimating longevity. No intervention was performed. The patient was asymptomatic and would be monitored.